Manufacturer narrative:
The event confirmed based on the examination. The impreglon process dupont coating wore off the collet. The coating wear can cause a wire pin to stick and not hold in the attachment due to increased friction between the wedge collet and large collet. The customer was sent a replacement device.

Event description:
It was reported that the pin gets stuck in the pin collet. The event did not occur during a procedure. There were no adverse consequences related to this event.